Manufacturer narrative:
The user facility was contacted to obtain additional information and to check the status of the subject device. The investigation is on going, and this report will be supplemented when new and relevant information becomes available later. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported that while using the light source they had a loss of image (black screen) during a colonoscopy with polypectomy. The patient was discharged in the evening with perforation. There was a surgical procedure with resection of 20 cm of colon and colostomy. Reportedly, the perforation occurred during the procedure. The patient was in stable condition at the hospital at the time of follow up.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for evaluation. Based on the results of the investigation, the cause of the reported lost image could not be identified. It is likely that the procedural delay occurred because the patient required an unplanned resection (20 cm) of the colon due to a perforation; however, the root cause of the event could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.